Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker was explanted and replaced due to suspected premature battery depletion. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Event description:
It was reported that this pacemaker was explanted and replaced due to suspected premature battery depletion. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, the device was found to have no telemetry. Visual inspection noted the area around the battery was slightly swollen. Testing of the interior of the device indicated that the element composition did not have hydrogen counts present. The device case was opened to facilitate inspection and testing of the internal components. The battery cell was swollen; it was removed from the device and replaced with an external power source. During analysis, normal current drains were observed. The battery was sent for detailed testing, where the cell was confirmed to be depleted but had no battery-related anomalies. The suspected premature battery depletion reported from the field was not confirmed as no product problems were detected during analysis.